Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR: 2134265-2018-04577. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 33mm watchman ® laa closure device & delivery system (wds) was advanced and deployed. The protrusion was too much, so the closure device was full recaptured. A 30mm wds was then advanced and deployed, but there was a residual leak. During the full recapture, there were difficulties withdrawing the closure device back into the was . After the devices were removed the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a watchman delivery system (wds). The implant was received inside the sheath but protruding 6 mm out of the tip. The device was bloody. The implant was deployed during the lab analysis. The sheath, tip, core wire, and implant were microscopically and tactile inspected. Inspection revealed tip damage (tricut flared and damaged/ abrasions), sheath damage (abrasions), and anchor damage, and there were numerous kinks in the sheath. The tricuts were caught in the anchors and partially folded into the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MFR: 2134265-2018-04577. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 33mm watchman laa closure device & delivery system (wds) was advanced and deployed. The protrusion was too much, so the closure device was full recaptured. A 30mm wds was then advanced and deployed, but there was a residual leak. During the full recapture, there were difficulties withdrawing the closure device back into the was. After the devices were removed the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.